Event description:
It was reported via repair work order that the track came off the chair which can affect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.